Event description:
It was reported that during a lobectomy procedure, the device did not staple and there was blood loss. Additional suture was performed. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h4,6: info anticipated, but unavailable at this time.